Manufacturer narrative:
The information provided by bard represents all the information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezd1921 showed no other similar product complaints from these lot numbers.

Event description:
Per nurse, placed a PICC on a patient in the ccu. While advancing the catheter nurse reportedly met resistance. Nurse briefly tried to move past the resistance. Healthcare professional was allegedly unable to move past it so he/she reportedly withdrew the catheter and attempted a second vein. This was a successful cannulation, however when staff withdrew the stylet from the catheter staff noticed the lead wire was allegedly broken off. Health care professional reportedly withdrew the catheter from the patient and reportedly noticed the tip was lodged in the tip of catheter.